Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, tined lead: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to device explanation which is addressed in the product labeling and risk documentation. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, the investigation conclusion code selected for this complaint is unable to exclude device problem. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient had been explanted on (B)(6) 2025, according to an email received from the clinical specialist. No additional details were available, and no complications were reported. The patient was expected to fully recover. The patient stated they were doing well after the procedure. The therapy support specialist noted that the patient had experienced other symptoms that were not related to the ins. The patient had also reported general decline in overall health in the past and difficulty moving around as easily. The patient believed that the device caused their bladder to drop and triggered urinary tract infections. However, this diagnosis was not confirmed by the physician, so the patient ultimately decided to have the device removed. There were no complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient had been explanted on (B)(6) 2025, according to an email received from the clinical specialist. No additional details were available, and no complications were reported. The patient was expected to fully recover. The patient stated they were doing well after the procedure. The therapy support specialist noted that the patient had experienced other symptoms that were not related to the ins. The patient had also reported general decline in overall health in the past and difficulty moving around as easily. The patient believed that the device caused their bladder to drop and triggered urinary tract infections. However, this diagnosis was not confirmed by the physician, so the patient ultimately decided to have the device removed. There were no complications reported.